Manufacturer narrative:
Corrections: h3, h6 (method, results, conclusion), h11. Additional information: g4, h2, h10 . The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 17jan2019 to the present date 19oct2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200282683 for unknown error co2 sensor accuracy which does not correlate to the customer reported issue.

Event description:
It was reported that the device received an alarm or error code. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm or error code. There was no reported patient involvement.